Event description:
The customer reported that they observed overflow of the dilution cup and droplets of fluid on the gel card foils in the ortho provue analyzer.

Manufacturer narrative:
The customer reported that the analyzer posted a condition code indicating an incident in the fluidics system during the initial liquid level detection, prior to testing. Upon further investigation, the user observed overflow of the dilution station of the ortho provue analyzer. The user had set up the analyzer to perform antibody screen and abo/rh type testing at the time of the incident. Testing was aborted as a result of the condition code. The user then observed droplets of fluid on the gel card foil while attempting to troubleshoot the incident. The analyzer posted condition codes prior to and after each incident, preventing erroneous results from being reported. Mts was not able to rule out instrument malfunction. An ocd field engineer performed repairs and confirmed proper operation, returning the instrument to its expected function. No erroneous results were reported. No death or serious injury was reported as a result of this incident. The possible effect of the reported condition is that overflow of the dilution cup overflow may result in exposure of user to system fluids, which may contain biohazardous materials. The presence of fluid on the gel card foils may lead to cross contamination, or carryover, which in turn could cause erroneous test results. Based on the available information, mts is reporting this event based on the potential for injury should the event recur undetected.